Event description:
It was reported by svc report that the customer alleged that the brakes were not able to be engaged from any brake pedal. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Product eval by customer and replacement parts ordered through stryker customer svc.